Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, and active current measurement. No unexpected "low battery", ¿replace battery now¿ or "power loss" errors were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a pump error alarm. The customer¿s blood glucose was 190 mg/dl at the time of incident. Customer reported that they had to seek medical assistance due to low blood glucose of 20.0 mg/dl. Customer stated that the pump error alarm recurred within a week of previous troubleshooting. The customer experienced symptoms such as nausea and headache. The customer requested insulin pump replacement. The insulin pump will return for analysis.